Event description:
It was reported that patient presented in clinic after receiving inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.